Event description:
According to medwatch report, this event occurred at a select med ctr facility. Allegedly, an ambassador 1200 bariatric bed mfg by safe-tcare mfg, inc. Was involved in an incident in which the above pt was elevated, without pt or hosp personnel provocation. The pt allegedly grabbed a hosp cna (employee) who was bedside and lifted her upward until a lighting fixture on the ceiling was broken by a fixture on the bed. During the event, the cna received a broken arm.

Manufacturer narrative:
The safe-tcare mfg product, the ambassador 1200 bariatric bed, was inspected in the field by the distributor rep (see attached incident report). Possible corrective measures were made and notice was made that the bed operated normally. Upon notification of the incident to safe-tcare mfg, the hand control, and the electric control box was removed from the bed and immediately sent to safet-tcare for full inspection. Both suspect items were shown to be in good working condition and complied with all expectations. The bed has been placed in quarantine at the pt care systems, inc. Warehouse until further notice.